Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issues and insulin delivery was resumed. Customer's blood glucose level was 389 mg/dl.